Manufacturer narrative:
A good faith effort attempt confirmed that the device did not produce sound. The following functional tests were performed: the philips remote support engineer talked to the customer and confirmed that the device speaker was defective and needed to be replaced. Results of functional testing indicate that the device speaker assembly was defective and needed to be replaced. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The customer was provided with a replacement speaker assembly to resolve the reported issue. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. E1:(B)(6).

Event description:
It was reported the device displays a speaker malfunction error message. The device was no in use on a patient. There was no report of patient harm.